Event description:
Product: mastisol liquid adhesive, item #: 0523-xx, lot #: unk. A pt reported an adverse reaction through the FDA's medwatch program. Report # (B)(4) was rec'd from the FDA on (B)(4) 2012. A pt had a mole removed on (B)(6) 2012 by their dermatologist. The suture was removed two weeks later and mastisol was used with steri-strips on the scar. A painful rash with pus developed within 24 hrs of application. The pt visited a (B)(4) facility the next day and was treated with a steroid shot. A few days later, the pt began to develop hives due to the reaction. No contact info was provided by the pt.